Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. Visual inspection and functional testing were performed. The door open alarm occurred during power on functional testing. Visual inspection identified that the device was missing a door magnet. The cause of the door open alarm was determined to be the missing door magnet. To correct the condition, the door magnet was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the door open alarm. No additional information is available.